Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial#: (B)(4), product type: extension. Product ID: 3389s-40, lot#: va16yvh, implanted: (B)(6) 2016, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 24-jun-2020, UDI#: (B)(4). Product ID: 3389s-40, serial/lot #: (B)(4), ubd: 17-feb-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that months ago,¿the patient had the left lead was explanted due to lead erosion through cranial skin. The patient had skin cancer. The left extension has been capped and the physician will re-implant the lead. The existing right lead stayed in place. The left lead was cut above the extension so part of it is still implanted. It was scarred in and the physician decided to leave it in since the risk of a larger incision leading to potential skin breakdown was increased with the skin graft where the skin cancer was. The explanted lead was discarded after customer evaluated for skin cancer exposure. The rep did ask customer for it, but they refused; not being returned. The erosion was resolved. Patient has a successful skin graft that healed well. On (B)(6), the physician implanted a new left sensight deep brain stimulator (dbs) lead and tunneled it to the left side. He will implant a separate dbs left sided system with percept pc on the left side. His right side dbs system has an abandoned left extension connected to the existing right chest activa pc and a complete right vim system.